Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 03/17/2010 that a customer had an issue with a single lumen PICC. The customer reports that our (B) (4) PICC migrated causing a pericardial effusion. The customer reports after reviewing the radiologist's report on the first chest x-ray, immediately after placement, it is noted that the right subclavian line with the tip at the entrance of the right atrium. The baby was clinically doing well until 6 days later, when he had an acute deterioration, with de-saturation and bradycardia. The second chest x-ray was read by the same radiologist, who noted the right subclavian vein PICC entering the right atrium, with the tip coiled upon itself in the superior vena cava. In both radiographs, the arm was at approximately 90 degrees. The baby had a significant pericardial collection of tpn/il and subsequently died.